Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 180-300 mg/dl. The supplies were changed to address the event in the past. During troubleshooting for the current occlusion alarm, a system check was performed and the occlusion was found to be within the cartridge. A new cartridge was loaded and the pump performed as intended.